Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the alarm. Customer's blood glucose level was 168 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.